Manufacturer narrative:
H6: product analysis: two rods were returned broken. One rod has a steep angle at approximately 50% of the fractured surface consistent with overload. The re are some signs of cyclic fatigue, there is much more damage to this fracture surface. It would appear that the failure was much more sudden on this rod and would indicate it was the second rod to fail. H10: x-ray review results: post-op x-rays for thoraco-lumbar-pelvic fixation provided. As per the description, one of the iliac screws is fractured and an additional rod fracture l3-l4 and l4-l5 is seen. Multiple interbody grafts are present. There is a paucity of bone at these levels and fusion status is unknown. Additional information: d10, h3, h6, h10 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1556200500, 510k # k131321 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with spinal kyphoscoliosis; and underwent fixation surgery at t8-s2ai. On an unknown date, post-op, the rod implanted on the left broke at l3-l4. Along with this rod, the screw broke at s2ai and the rod on the right broke at l4-l5. Hence, a revision surgery was performed, in which the broken rods were completely explanted. Rod reinforcement was also performed. The broken screw could not be removed and was left implanted in the patient¿s body. Reportedly, the rod had not broken until last december. According to the healthcare professional, since the broken surface had not shown metallosis, it seemed the breakage was not due to metallic fatigue.